Manufacturer narrative:
On 05/14/18, it was reported to mentor that the date of implantation was reported incorrectly in the original report. The correct date of implantation is (B)(6) 2007. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: saline mentor siltex contour profile high 350cc, lot number 5727131, serial number (B)(4), catalog number 3542712. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with saline mentor siltex contour profile high 350cc breast implants and experienced deflation on the right breast implant. As a result, the patient had undergone explantation on (B)(6) 2018.